Manufacturer narrative:
Results: the complaint was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto-tester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-24197. It was reported the pt is without stimulation and communication could not be established between the pt's 2 ipg's and charging system. Troubleshooting and a replacement charging system did not resolve the issue. Surgical intervention may taken place at a later date.

Event description:
Device 2 of 2.reference MFR report#1627487-2014-24197.follow-up identified surgical intervention was undertaken, explanting the patient's two ipgs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2015-24197.